Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000615, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. They installed new mobile view station (mvs) batteries. All tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. Prior to a procedure, the system was plugged into to wall power. The system was moved to the operating room (approximate a one and a half minute walk) and before arriving the mobile viewing stations (mvs) powered down. The system had reportedly less than a minute of back up battery. There was no patient involvement.